Event description:
A home pt using a homechoice system, contacted technical service representative (tsr) and reported they connected the patient line before the system was fully primed. The tsr instructed the home patient to start over with new supplies as the vented cap needs to be on the end of the patient line for proper priming and to cycle the power.there was no patient injury or medical intervention indicated at the time of the call.